Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain and failed back surgery syndrome. It was reported that an alarm was heard and confirmed by telemetry. The alarm was stopped pump may exceed tube set. The pump was filled with saline and programmed to stopped pump mode. No symptoms were reported. The event date was (B)(6) 2018. It was later reviewed how to program the pump out of the stopped pump mode. There were no further complications reported at this time.